Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient said the catheters were uncomfortable, and he was having a hard time inserting them. He also said he was going through them quicker. It was unknown if the patient was able to void.

Event description:
It was reported that the patient said the catheters were uncomfortable, and he was having a hard time inserting them. He also said he was going through them quicker. It was unknown if the patient was able to void.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿position yourself comfortably, cleaning the opening of the urethra and surrounding area. Gently insert rounded end of catheter into urethra."